Event description:
It was reported that the initial firing scissored a clip and then changed to a new device. They used another like device to complete the case with no pt consequence. The device is available for analysis.

Manufacturer narrative:
Date sent: 04/11/2008. Info anticipated, but unavailable at this time.